Event description:
During tavr with medtronic valve, delivery system for valve was damaged/failed and removed off the field for concern for iliac injury. Surgeons had to inadvertently perform a cut down, stenting, and graft to iliac/femoral artery.